Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the insulin pump had critical pump error (open book image). The customer's blood glucose at the time of the incident was 215 mg/dl. The customer stated that the insulin pump started alarming prior to the incident. The customer stated that no other pump errors were displayed on the screen prior to the incident. The customer was advised to discontinue use of the pump and refer to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board.